Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No moisture damage noted on electronics assembly. No ramping or frozen numbers on the display noted. Insulin pump received with cracked reservoir tube lip noted. (B)(4).

Event description:
Customer reported via phone call that the buttons would not respond when he was entering the blood glucose. Customer's blood glucose was 155 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.